Event description:
The eye was very well-centered and suction looked good with excellent applanation. In irregular faster pattern with patchy obl was seen. The side cuts looked adequate. Doctor made the decision not to lift the flaps. A bandage contact lens was placed. The cornea was examined under the slit lamp and found to be satisfactory except for the corneal air bubbles. The complication was explained to patient in detail.